Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an up arrow button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button is difficult to push and sometimes it sticks and does not work. The reported issue was observed over the last few weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/20/2013 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow key contact. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly.